Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. The locator and sheath were returned partially mated and were able to be fully mated without issue during testing. The bypass tube was not returned and the anchor was exposed from the distal tip of the carrier tube. As a result, the complaint can be confirmed for bypass tube detachment. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
E3: occupation: material vigilance correspondent h4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal did not function properly. There was no impact to the patient.